Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd phoenix¿ ap ID broth biological contamination was observed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they started seeing purity plates with pseudomonas aeruginosa. Customer did decontamination and cultured the bag. The bag grew p. Aeruginosa. Customer did additional testing and found the lot to be contaminated. This event occurred 8 times.

Manufacturer narrative:
H.6 investigation summary: this complaint is for contaminated phoenix ap ID broth (448012) batch 2060448. Customer started seeing purity plates with pseudomonas aeruginosa. Customer did (ap) decontamination and cultured the bag (ref pr #(B)(4)). The bag grew p. Aeruginosa. Customer did additional testing and found the lot to be contaminated. The customer did not provide photos for the investigation. The customer returned one opened and four opened bags of ap ID broth batch #2060448. The samples were manually visually inspected and no signs of contamination (cloudy, turbid, etc.) Were observed. As part of the investigation, samples from two retention phoenix ap ID broth bags of the complaint batch were streaked onto tsa blood agar plates and columbia/can with 5% blood agar plates and placed into the incubator overnight to observe for growth on the plates. No growth was noted on either of the tsa plates or columbia plates for either sample of the phoenix ap ID broth. Based on the investigation performed, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using bd phoenix¿ ap ID broth biological contamination was observed. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they started seeing purity plates with pseudomonas aeruginosa. Customer did decontamination and cultured the bag. The bag grew p. Aeruginosa. Customer did additional testing and found the lot to be contaminated. This event occurred 8 times.